Event description:
It was reported that an intermate had a red particle on the stress member. This malfunction was observed during inspection; after compounding (filling) the device with an antibiotic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Lot number 13m037 was manufactured november 20, 2013 - november 22, 2013. The intermate was received for evaluation. A visual inspection identified a loose, dark red particle, approximately 0.20 mm in size, located on the surface of the stress-member column. The particle was identified to be polyethylene via spectrophotometry. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). The cause was unable to be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.